Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08 2007. Evaluation summary:evaluation was performed and the reported condition of pump failure confirmed due to failure code 500:320:844:0000 multiple times in the event history. Inspection of the pump revealed defective front bezel key pad caused failure code 500:320:844:0000. Replaced the front bezel. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility reported an infusion pump with pump failure. This event occurred during patinet use according to the hospital representatives, there was no patient injury or medical intervention reported. No additional information or contact was provided.